Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to unspecified mechanical complications. Patient was fine post-procedure. No further information was available.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that diaphragmatic stimulation with bipolar lv lead was observed.